Event description:
This complaint is now reportable based on analysis completed on (B)(6) 2009. It was reported that during preparation for a coronary stenting treatment procedure, there was difficulty in prepping the device and the catheter became elongated. There was difficulty removing the 3.00x12mm liberte' bare metal stent from the sheath and the catheter elongated and "turned into a ribbon." A different device was used to complete the case. No pt injuries or complications occurred. Pt status is satisfactory. Product analysis noted that the stent moved on the balloon.

Manufacturer narrative:
A visual and microscopic examination found that the stent delivery system (sds) had moved on the balloon. The stent moved 1mm distal to the distal side of the distal markerband. There were kinks along the entire length of the hypotube. The remainder of the sds was intact with no damage or elongation observed. The total length of the sds from the distal tip to the proximal end of hub was 1m 49.5cm. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The device was returned with the product mandrel inserted. A review of the mfg records found that the device met material, assembly and product specs. The most probable root cause classification is considered handling damage as the event occurred prior to pt contact. (B)(4).